Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Skin what was the condition of the tissue during initial procedure (diseased, weak, healthy)? Normal how was suture placed (continuous or interrupted)? Unk can you identify the product code of the lot ma3ac silk suture? Unk what are the patient age, gender, weight, prior medical history? Birth date is (B)(6) and male what post op date did the patient present with symptoms of redness and exudate? (B)(6) is initial surgery date, and (B)(6) is the post op date to observe the reporting issue what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture was a culture taken of the exudate? What were the results? No what tissue was necrotic? Unk what is the patient current condition? Stable is this a usual trend for these kinds of cases for these trauma patients in your hospital? Unusual what is the baseline skin infection rate for trauma cases in your hospital? Unk

Event description:
It was reported that the patient underwent fixation of left clavicular fracture procedure on (B)(6) 2018 and suture was used. The patient experienced wound incision reddish with small amount of pale red exudate on (B)(6). An additional procedure was performed to remove the suture and necrotic tissue. The patient was treated with regular dressing changes. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018